Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was providing ¿normal readings¿ (no specific value was provided) but the patient was vomiting. The patient tested his urine ketone level and it was ¿large¿. Concerned, the patient went to the ER for evaluation. At the ER, the patient¿s bg meter reading was 350 mg/dl while the cgm was reading 109 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient¿s ketones were tested by urine and blood and still found to be ¿large¿. The patient was treated with IV fluids and IV insulin. The patient was discharged after approximately 5 hours. At discharge, the patient¿s bg meter reading was 299 mg/dl. No cgm comparison value was taken because his sensor had been removed by medical staff. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.